Event description:
Additional information indicates that this patient underwent a device replacement procedure and this product was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the clinical observations were confirmed. It was determined to be caused by a high-omic micro-short between the pin and the housing of the feedthrough wire in the litronik battery. The litronik batteries are no longer being used in our product. No further analysis was performed.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. It was reported that the patient was recently evaluated and the device was nearing elective replacement indicator (eri). The patient had a bone growth stimulator performed and no interactions were reported. The device appears to be totally depleted with no telemetry, no pacing on surface. The patient is to undergo a device replacement procedure. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.